Event description:
It was reported that the pacemaker was unable to pair up with the merlin transmitter. Upon attempted interrogation with two different transmitters rf telemetry could not be established. The inductive telemetry was working. The patient would continue to be followed.